Manufacturer narrative:
(Conclusions): - when this type of collimator is rotated, there is a locking mechanism preventing the collimator from being removed/allowing it to fall. However, excessive wear of this locking mechanism may let the collimator to go to a position that allows it to fall down. A field change order (fco) will be released containing a safety lock that prevents the collimator to rotate to an unlock/falling position. Many of these systems have a different collimator (nicol v2) and do not exhibit this problem and do not need this fco.